Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The kit carrier board was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when turning on the machine, smoke was noted coming from the back side of the machine. The machine was turned off. There was no report of patient involvement.